Event description:
According to the reporter, during thoraco/lobectomy, the surgeon was resecting the leftover tissue, however the staples of the distal end were malformed and they were stuck on the connective tissue or fell around that tissue. The surgeon removed the malformed staples by tweezers. The leakage was noted on the tissue in question by the leak test. Then the surgeon additionally sutured the tissue and used fibrin glue. The surgeon thought the leakage was caused by lung frailty. He also said pulmonary parenchyma was normally stapled. The device was fired in the slow speed. The event occurred in use for patient. The surgical time was extended by less than 30 min. The status of the patient: no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual inspection of the cartridge revealed that the reload was fully fired. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. The received staples were noted to be malformed. Functionally the reload was loaded into a post market vigilance instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.